Event description:
Consumer called to rpeort symptoms of hypoglycemia. Ems was called for assistance and they tested her blood sugar at 60 with their meter. Plink meter read 76. Was given several doses of oral glucose by ems.